Event description:
It was reported to philips that the system had a delay in emitting x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary diagnostic procedure was completed by restarting the system. A philips field service engineer (fse) went onsite and analysed the system log files. The analysis indicated communication with system interface board (sib) board failed and retrying to connect. The philips engineer replaced the sib and returned to philips for further analysis. Although the cause of the sib failure could not be conclusively determined by the supplier's part analysis, the reported issue was resolved and restored the functionality of the system after replacing the sib. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.